Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a less than 1mm square blister at the left second finger. The blister was mild and turned into red the next day.

Event description:
According to the reporter, the patient had a less than 1mm square blister at the left second finger. The blister was mild and turned into red the next day. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.